Event description:
False negative result (s). False negative-bad batch circulating. Multiple other antigen brands show positive while this shows negative. It's the white box as pictured not the recalled blue box.